Event description:
The customer reported that the insulin pump alarmed button error. The caller was driving at time of call and did not have with her the device. The caller stated that it happened over the weekend while being on vacation. The blood glucose reading was 100mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had scratches on the lcd window, cracked reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.